Event description:
Battery error upon interrogation. Device currently remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this device as well as on the returned data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned data have been analyzed. Analysis confirmed the elevated current consumption which, if held at the current values, will lead to an early depletion of the battery. Based on the information available for analysis, it is reasonable to assume that the ICD was damaged by the reported external defibrillation, thus leading to the elevated current consumption. However, for a conclusively determination the root cause an analysis of the ICD itself would be necessary. Please note, if the ICD has been damaged by the external defibrillation procedures, the ability of the device to deliver therapy might get compromised. Biotronik has informed the health care professional about this analysis result, who decides, based on the patients individual circumstances and medical judgment, if the device will be exchanged. Should further relevant information or the device itself become available, this investigation will be updated and you will be informed accordingly.